Manufacturer narrative:
(B)(4). The device was returned for investigation. The ventilator was powered on and passed testing. The ventilator logs were downloaded and reviewed. Several check circuit alarms were recorded. The device was connected to a disposable circuit and allowed to ventilate for several days. No alarms or errors were recorded. The device functioned as intended and the reported malfunction could not be duplicated.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use, a ventilator was constantly alarming. There was no report of patient harm as a result of this event.